Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.